Manufacturer narrative:
(B)(4). Visual inspection of the returned product found it to exhibit signs of repeated use and has fractured on the medial side of the post feature. All pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial articular surface fractured post procedure. One of the pieces being returned got lost in the wash. There is no additional information available.